Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced symptoms of hypoglycemia, was feeling uneasy and was sweating, and the cgm reading was low. Based on the symptoms and the cgm reading, the patient treated with consuming carbohydrates. After the self-treatment the patient felt ill, and vomited. A fingerstick was taken and the cgm was reading low, and the blood glucose reading was 30.0 mmol/l. When ketones were tested these were 4.4 mmol/l. The patient´s mother called an ambulance and the patient was brought to the emergency room around 11:00pm. At the hospital the patient was treated with intravenous fluids and insulin. The patient was discharged the days after the event, at 07:00pm. At the time of the report the patient was tired but stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced symptoms of hypoglycemia, was feeling uneasy and was sweating, and the cgm reading was low. Based on the symptoms and the cgm reading, the patient treated with consuming carbohydrates. After the self-treatment the patient felt ill, nauseous, and vomited. A fingerstick was taken and the cgm was reading low, and the blood glucose reading was 30.0 mmol/l. When ketones were tested these were 4.4 mmol/l. The patient´s mother called an ambulance and the patient was brought to the emergency room around 11:00pm. At the hospital the patient was treated with intravenous fluids and insulin. The patient was discharged the days after the event, at 07:00pm. At the time of the report the patient was tired but stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.